Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having trouble with the implantable neurostimulator (ins) therapy not working and having pain. It was clarified that they could not work the machine where it was supposed to be hurting. It was understood during the call that the caller meant the stimulation was not in the same location as the pain. Initially the patient went to the health care professional (hcp) 2 times. Once was for an injection which may or may not have been in may. The timeline of the injection could not be clarified as the caller later stated that they did not think it was in may. After the injection, they were okay for a while. The second time the manufacturer representative met them and did a reprogramming. This ¿fixed it where it was hurting.¿ that lasted for about a week and then the pain returned gradually and slightly had progressed to the point that the patient was limping and using a cane to walk. The pain shoots out and was reported to be in the left buttock. The patient had tried turning stimulation up and had also tried using zimbalta. The patient was going to call their hcp to see if they could get another injection or pills. Per the caller, the hcp had mentioned sending the patient to another clinic to see what was wrong with the stimulator. The patient may also try following up with the manufacturer representative they worked with before. Troubleshooting during the call was declined by the caller. These issues all occurred in 2017 with dates unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was always in pain and they needed to go higher in a different area. The patient stated that they could not get the hang of using the patient programmer (pp). The patient reported that sometimes the healthcare professional (hcp) gave them injections for pain. They reported that they tried to contact a representative (rep) before thanksgiving, after thanksgiving, and today, but have not received a response. No further complications were reported.